Event description:
Three sticks due to the lancet not retracting. One is an education issue as the user placed the lancet in the palm of their hand. Two sticks occurred in 2000. Waiting for sample. Spo 1 case 2001. Samples rec'd 2 days later.